Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot # 1h508a. She opened the bottle of test strips approx one month ago and immediately began using them. She obtained blood glucose readings in the 20-40 mg/dl range. Because she did not have any hypoglycemic symptoms, she did not believe these readings to be accurate. She purchased another box of test strips (lot unknown) and performed two side by side comparisons. The results were 143 mg/dl with the new box and 25 mg/dl with lot #1h508a. The second comparison was 162 mg/dl versus 44 mg/dl respectively. She performed a normal control solution test with a test strip of lot# 1h508a and the result was out of range on the low end. Zz(no specific result available). A check strip test result was in range. The code was set correctly in the customer's meter. The desiccant is in the bottle of test strips. The customer did not have her meter or test strips with her of the telephone call, so no tests were performed with the co rep.